Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 25 2015.

Manufacturer narrative:
Kci has deemed this event not reportable based on the information received from the physician.

Event description:
On (B)(6) 2015, kci received the following information from the physician: "the two patients who developed deep wound infections while on v.a.c. Therapy [as reported in the article] were not related to or caused by v.a.c. Therapy. The patients had preexisting comorbidities which caused and contributed to the infections." The physician confirmed that the specific device information could not be provided. Therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from aug 1996 to apr 2005. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged deep wound infections are related to v.a.c.® therapy. Kci has made attempts to obtain additional information, so far without success. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On aug 28 2015, kci received article reddix, jr., r., leng, x., woodall, j., jackson, b., dedmond, b., & webb, l. (2010). The effect of incisional negative pressure therapy on wound complications after acetabular fracture surgery. 19(2), 91-97. Doi:1548-825x/10/1902-0091c, that reported two patients developed deep wound infections while on v.a.c. Therapy. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.